Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance twice due to low blood glucose. The customer had blood glucose of 20 to 35 mg/dl at the time of the incidents. The customer was at 58 mg/dl after being treated by paramedics. The customer used food and glucose tablets and was given glucagon shots, juice, and intravenous fluids to treat. The customer experienced symptoms such as weird snoring, blue finger tips, inability to speak, and sweating. The customer was wearing the insulin pump during the incident. The customer is working with a pump specialist to fine tune their settings to prevent lows. Troubleshooting was completed, and the customer's spouse believes the sets the customer was using were part of the recall, but was not sure. The customer's doctor believes scar tissue and a pool of insulin that was let loose when the customer pulled the set from an old site may have led to the lows. Customer was still wearing the set as they stated they were too cheap. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08765 inches. The stop current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device had minor scratched display window, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).

Event description:
Current case is for the (B)(6) 2018 incident with emergency medical service treatment. There was no emergency medical service on (B)(6) 2018 (B)(6). Set was not part of membrane vent block recall.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to event has been updated and provided in section b5 with this report.